Event description:
The type b1, de novo, heavily calcified and tortuous mid left anterior descending lesion was pre-dilated with a balloon twice; once at 8 atms for 20 seconds and a second time at 16atms for 15 seconds. The 3.5 x 13mm cypher select stent did not cross the lesion and was dislodged form the balloon to the shaft. The lesion was then pre-dilated again at 22atms for 15 seconds with same 3.5 mm. A 3.5 x 8mm cypher select stent still failed to cross the target lesion. There was no other stent implanted. There was no adverse effects to the pt.

Manufacturer narrative:
This ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for add'l testing. Add'l info will be submitted upon 30 days of receipt.